Event description:
It was reported that the customer had a blood glucose reading of 600+ mg/dl for the last four hours. Customer stated that he called bayer and they wanted him to replace the meter. Customer also reported that he corrected his blood glucose level with the insulin pump and an injection. Customer was advised to go to the emergency room or a walk-in clinic to make sure his blood glucose level was in control. Customer understood and will call back later for troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.